Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It ws reported that post-paced t-wave oversensing was observed via remote transmission. Programming changes were made. There were no patient consequences and the patient will continue to be monitored remotely.